Event description:
At one pump refill (date not reported), the hcp overdosed the pt; at the next refill (date not reported) the hcp under dosed the pt. The pt was admitted to the hosp on both occasions. No specific symptoms for either the overdose or under dose events were reported. The pt established care with another hcp. The pt's status was reported as "good" on (B) (6) 2010. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).